Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving excessive insulin flow blocked alarms. Customer's blood glucose was between 380 mg/dl and 400 mg/dl, which was treated with manual injection. Customer declined troubleshooting for high blood glucose. Customer reported that alarm was resolved with a complete set change.